Manufacturer narrative:
Provided h4 data.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on tube, foreign objects come out of distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd (charged coupling device) unit, image noise occurs and temporary the image cannot be seen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was showing lines on the image. There were no reports of patient harm.